Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. Additional device evaluation findings were as follows: the control body had small chip at probe surface, minor scratches at control body, bending section cover rubber glue had cracks, and a scratch on switch 4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The allegation of no image was confirmed during device evaluation; however, a definitive root cause could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the evis exera ii ultrasonic bronchofibervideoscope had no image. The issue was observed during preparation for use. There were no reports of patient harm associated with this event.